Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device needs a main pcb. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the device histroy record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the battery door were cracked, the top case on both front corners were chipped out and non-original equipment manufacturer (OEM) battery found. A review of the event history log identified base task timeout. During the functional testing the reported issue was unable to be duplicated. No issue with main printed circuit (pc) board. The root cause of the customer's reported problem was not found or confirmed. The device operates within specifications. Device will be quarantine due to non-OEM battery was found with device.